Event description:
It was reported that a balloon ablation procedure was being performed. The balloon was filled with 18ml of d5w and the pressure was maintained at 180mmhg. The balloon was not supported during the procedure. At about 4 minutes into the case, the doctor noted that the pressure increased to 200mmhg and then suddenly decreased. The physician noted 2nd degree burns in a 3-4 cm portion of the posterior wall of the vagina. The balloon was recalibrated and the procedure was repeated. The doctor consulted a surgeon for management guidelines for the vaginal burn.